Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred approximately two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed within the dialyzer outside of the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood leak test strip, and it tested positive. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 250 to 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful photos were provided. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred approximately two minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed within the dialyzer outside of the fibers. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The dialysate was tested with a blood leak test strip, and it tested positive. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 250 to 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.